Event description:
The customer reported that the image rotation would not stop. The fse reported that the customer had to intermittently reboot the system to regain functionality. This resulted in an intermittent, recoverable loss of imaging functionality. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.